Event description:
Initial and f/u info received on (B)(4) by a physician and (B)(4) 2010 from qa, respectively were processed together. This serious case from (B)(6) was forwarded by our local affiliate - (B)(4). This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) therapy and developed generalized inflammation and visible nodules of different sizes (some of them palpable) over the injected areas, on (B)(6) 2009, 11 months after the last treatment. Treatment details: dates: (B)(6) 2008. Dilution volume: sterile water 5 ml + lidocaine 2% 1ml batch number: a7021. Amount injected: 6 ml. Regions injected: eye rings, bags under the eyes, cheeks, malar wrinkles, nasogenial furrows, nasolabial folds, upper and lower lips, marionette line, chin. Relevant medical history includes: herpes labialis, allergy to imitation jewelry. No cheloids on face or body. Concomitant medications include: acetaminophen, anti-inflammatories (nos), paracetamol + codeine + caffeine. Corrective treatment: methylprednisolone (urbason), the first day and prednisone (dacortin) for nine days. The inflammation stopped, but the nodules persisted. Physician's causality: probable. (B)(4). Add'l info received on (B)(4) 2010 from a physician. The nodules persisted despite corrective treatment and he assessed the improvement as only 10%. This case is related to case (B)(4) by reporter. Add'l info received on (B)(4) 2010 in the form of ptc investigation results: the review of the DHR and of the analytical results of the involved a7021 batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable.